Event description:
It was reported that a knee revision surgery of a previous revision surgery was performed. The date of the original operation is unknown. The previous revision was removed and was believed to be ten plus years old. It was reported that the implants were well fixed, however the patient complained of ongoing pain. No implant details are available. The implants will not be returned for evaluation and no further information is available.